Event description:
This was a reprocessed catheter. When the catheter was connected to the cable, the image displayed was poor. The catheter was removed. No injury to the patient. Please report. We are working with the rep for this issue.